Event description:
A trans telephonic monitoring (ttm) report showed that the pulse generator was in back-up mode. The patient was brought into the clinic for further testing. The patient's rhythm was 67.5 ppm. Due to telemtry corruption further troubleshooting could not be performed. During an interrogation in 2008, the device longevity was 1.25 years to elective replacement indicator (eri).

Manufacturer narrative:
Na